Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient had fallen over a railing and fell 6 feet landing on the ins. The fall resulted in a broken coccyx, which cause them a lot of pain. The patient explained that when the stimulation was on, it was exacerbating the pain from the broken coccyx, so they turned the stimulation off, which helped with the pain. Then, on (B)(6) 2019, when they tried to put the ins into MRI mode, they could not communicate with the ins. The recharger also would not communicate with the ins. It was confirmed that the recharger was charged up to 50%. Due to the poor communication, they were unable to recharge the ins. It was noted the patient had last charged the ins about a month prior to the call. They were redirected to their doctor to determine if the ins was in over discharge or if the poor telemetry was due to another issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was seen on (B)(6) 2019 and a por was performed. The device was overdischarged. The patient was able to communicate with the ins using the programmer and recharger after the por. No surgery was needed. No further complications were reported.